Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 530 mg/dl. Reportedly, customer was using an unspecified insulin not approved for use per tandem labeling. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly. Prior system check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy until a replacement pump arrives.